Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple severe hyperglycemic episodes including one which required a trip to the emergency room or hospital. In addition, it was reported that the customer experienced multiple severe hypoglycemic episodes. Customer declined troubleshooting with tandem technical support.